Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that an attempt to reposition the lead was made due to high thresholds. During the repositioning, the lead was cut and therefore, replaced.